Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2014; 310c31 tissue valve, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the clinic and noise and pacing inhibition was noted on the electrogram can to right ventricular (rv) coil. The noise was suspicious for electromagnetic interference. Stored episodes of oversensing were also noted on the rv lead. The device and rv lead remain in use. No patient complications have been reported as a result of this event.